Event description:
Related manufacturer reference number: 2017865-2021-34957. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had loss of inductive telemetry and was in backup vvi mode. The patient's right ventricular lead was also oversensing noise, and had a drop in pacing impedance. The pacemaker was explanted and replaced, and the patient's right ventricular lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.